Event description:
On (B)(6) 2013, patient reported the infusion device screen was cracked and damaged when she fell on (B)(6) 2013. She did not have any physiological concerns at the time of the fall. The infusion device lost power, and after she changed the battery, an e7 electronic error appeared. She was unable to clear the error message by changing the battery again. The crack is in the area where insulin delivery amounts are displayed. The infusion device was requested for evaluation. She did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
As the product has not been returned for investigation and the production data comply with the specifications, the complaint could not be replicated. Production reports were reviewed. (B)(4): device was not returned to manufacturer.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.